Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device/component was not yet returned to vyaire medical. Therefore, definitive root cause cannot be determined.

Event description:
It is reported to vyaire medical that the vela ventilator alarmed transducer fault upon powered on. There was no patient involvement associated with the reported issue.